Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated they their quality controls were out of range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse determined that there was a mixer 2 verification error and line 2 of the cuvette washer (wud) was leaking. The cse installed the new mixer rod and also determined that the valve was not closing fast enough causing the wud to dispense late and leak. The cse replaced the valves and verified quality controls. The cause of the discordant, falsely low un, alp_2c, mg, ast, and alt results on multiple patient samples is unknown. This instrument is performing according to specifications. No further evaluation is required.

Event description:
Discordant, falsely low urea nitrogen (un), concentrated alkaline phosphatase (alp_2c), magnesium (mg), aspartame aminotransferase (ast), and alanine aminotransferase (alt) results were obtained on multiple patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate advia 1800 instrument, resulting higher and matching the clinical picture of the patients. The corrected results obtained on the alternate advia 1800 instrument were reported to the physician(s). There are no known reports of patient interventions or adverse health consequences due to the discordant, falsely low un, alp_2c, mg, ast, and alt results.